Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 377845, lot# n0038988, implanted: (B)(6) 2006, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_tlock_anchor, product type: accessory. (B)(4). Analysis of the extension (serial # (B)(4)) found that the extension conductor was broken at the distal end up to the transition point. Information on this event was already reported under manufacturer report # 3004209178-2015-17097.

Event description:
The consumer and a manufacturer representative reported the patient was experiencing burning in the pocket site with the stimulation on. They also experienced the stimulation turning off and on its own. The programmer would show that the stimulation was still on but they weren't feeling it. The patient's device was not set with any cycling or scheduled therapy. They had been on adaptive stimulation but had turned it off and the patient was still experiencing the issues. The device was "turning off" during the night when the patient would roll from their back or from side to side. They were also experiencing shocking at the pocket site throughout the day. Reprogramming had been attempted but was unsuccessful. There were no falls or trauma reported with this event. Impedance testing was performed and the group impedance was 415 ohms. The patient was programmed on electrodes 3, 4, and 5. The electrode impedances were all in the normal range with values of 743 and 739 ohms noted. X-rays were performed on (B)(6) 2015 and they appeared normal. Land marking was done. The plan was to replace the patient's system with a new ins and paddle lead. The patient's indication for use was non-malignant pain. Additional information received from the manufacturer's representative reported she was preparing to return the product. Information indicated the device was explanted.